Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label usage of the device, on (B)(6) 2026. On (B)(6) 2026 at 13:00, the patient reported that his cgm displayed a glucose reading of 150 mg/dl while his insulin pump was in automated mode. He did not check his fingerstick blood glucose (fsbg) reading at that time. The patient reported vomiting approximately every 30 minutes for 3 hours and believed he was experiencing diabetic ketoacidosis (dka); however, he was able to drive himself to the hospital and was admitted to the intensive care unit (ICU). While in the ICU, the patient reported vomiting every minute. A fsbg measurement obtained at that time showed a value of 570 mg/dl, while the cgm continued to display 150 mg/dl. The patient stated he was experiencing dka and continued vomiting. He received IV insulin, promethazine 12.5 mg, and sodium chloride 1,000 ml per nursing staff. The sensor was removed during hospitalization. The patient was discharged on (B)(6) 2026, with a fsbg reading of 200 mg/dl and no additional treatments were prescribed upon discharge. Upon returning home, the patient applied a new sensor, which displayed a glucose reading of 200 mg/dl and was reported to be accurate. The patient stated he was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.